Manufacturer narrative:
Received report from customer indicating that a pt had allegedly received damage to the median nerve during a procedure utilizing a microaire product. The device was not returned, and minimal info was provided, however, it was determined that the occurrence should be reported.

Event description:
Received report from customer indicating that a pt had allegedly received damage to the median nerve during a procedure utilizing a microaire product.